Event description:
During a coronary drug eluting stenting treatment procedure, the stent shaft kinked and then broke. The pt had presented with an interoseptal myocardial infarction. The target lesion was located in the 80% stenosed left anterior descending artery with a vessel diameter of 3.5 mm. The lesion was pre-dilated with a 1.5 x 12 mm maverick monorail balloon. Using a galeo wire, the physician encountered difficulty crossing the lesion where he placed a taxus express2 3.5 x 24 mm drug eluting stent. The stent shaft kinked and then broke while inside the pt. The stent was removed and another taxus express2 3.5 x 24 stent successfully completed the procedure. There were no reported pt complications.